Event description:
Pt reported issues with 1 of their cadd solis pumps for the past week, it has been alarming an unspecified error code and then would stop pumping. Pt reported they did try all troubleshooting techniques such as restarting pump and taking out the batteries, but nothing worked. Pt was able to successfully switch to back up pump. Pump serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: veletri sdv - 20ng/kg/min. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes, did we replace device? Yes, did the patient have a backup device they were able to switch to? Yes - if yes, was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Diagnosis for use: pulmonary arterial hypertension.